Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned for evaluation. Visual observation confirms rod broken. Significant damage noted at the base of the fracture surface; fracture surface analysis reveals an atypical tortuous fracture surface, with evidence of fatigue. The fracture surface appears to be unusually tortuous for fatigue failure due to the stresses placed on the implant in vivo. Damage /smearing of fracture surface obscuring fracture initiation.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t11-l3 with rods and an expandable cage made by another manufacturer. Sometime post-op it was found during a routine exam that the left rod broke above the left l2 bone screw. The patient underwent a revision surgery in which the rods on both sides were replaced. No patient complications were reported.